Manufacturer narrative:
During subsequent follow-up with the customer, additional information was received. The reporter stated that the event occurred during an unspecified surgical procedure. There was a delay of five minutes and a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cutter fell out of the unit while running pretest. It was determined that the cutter fell out because the locking mechanism was worn out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out locking mechanism from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(4) that the motor device would not hold the attachment or burr devices. It was further reported that the device stopped as soon as pressure was applied. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.